Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to recognize a battery was installed and inappropriately indicated ac power. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The maflucntion was attributed to foreign substance (string) found in between the battery contacts which blocked the unit from communicating with the battery. The foreign substance was removed/cleaned. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.